Manufacturer narrative:
Clarification to device manufacturer date.: august 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "poor sliding" against the injector of xen45 gts during attempted implantation. Surgery was completed with a back-up device. There was no injury to the right eye.